Manufacturer narrative:
Correction to h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post operatively the patient experienced bradycardia with a heart rate in the forties in beats per minute. The  leadless implantable pulse generator (ipg) exhibited no pacing morphology, no capture, high and rising thresholds, diminished sensing and a slight drop in impedance. Per fluoroscopy, one of the tines was opened too wide and was fractured. The physician snared the leadless ipg and during retrieval, it was discovered that the fractured tine was not attached to the leadless ipg and was subsequently left inside the septum as it could not be retrieved. The leadless ipg was explanted and replaced. The physician attempted to implant a second leadless ipg but parameters were not good, the delivery system deployment button was defective and the leadless ipg could not be deployed. The leadless ipg was attempted/not used and replaced with a third leadless ipg which was successfully implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.